Event description:
Applied icy hot heat therapy, on back in the morning and by the afternoon suffered burns in the area where the patch was applied. Two circular burns corresponding to the heat elements of the patch. The wounds were treated with neosporin antibiotic and covered up as suggested by the local pharmacist. Subsequently, the pt saw her physician who prescribed a stronger topical antibiotic (silvadene cream) and daily dressing change. At this time, the wounds have not completely healed and the pt has suffered from a lot of pain and has had to have constant medical attention to prevent further damage and infection. Dose or amount: 1 patch on back, frequency: once, route: topical. Dates of use: 2007. Diagnosis or reason for use: back pain/arthritis.